Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Product ID 8870 lot# serial# unknown, product type software. (B)(4).

Event description:
It was reported that when the hcp was programming, a dose increase, he was unable to advance to the rx tab. When he re-interrogated the pump, a pump memory error had occurred. The patient had ascenda catheter programming information and the hcp had an outdated 8870 software card that did not support the ascenda information. The software card needed to be updated so he could program the patient's dose increase. The device system was used to deliver baclofen.